Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ada 13. On (B)(6) 2026, the implant was removed upon clinician¿s decision. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling, abscess and inflammation. No further patient complications were reported.